Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old asian female patient, who's undergone primary breast augmentation with two 400cc mentor memorygel breast implants, bilateral breast implants intracapsular ruptures, post-procedure. The ruptures were diagnosed via mammography. As a result, the patient underwent bilateral implant explantation surgery on (B)(6) 2021. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the implant explantation surgery of (B)(6) 2021 was cancelled. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.